Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet bionic pancreas, including a documented blood glucose of 42 mg/dl lasting approximately 30 minutes, with low and urgent low alerts received and self-treatment with carbohydrates; the user also expressed dissatisfaction with the device size and requested a return after continuous use. Symptoms included hypoglycemia, shakiness, and sweating. Outcomes included no need for assistance from others and no professional medical intervention or hospitalization. Investigation included case review and coordination with the field team. Investigation of this case revealed cause unclear for the hypoglycemic events, with no identified device malfunction and alerts functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.